Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 50's (mg/dl) for a period of time at night. Reportedly, the bgs occasionally occur to the customer and the customer does not treat the bg level. Although requested the customer declined to provide additional information regarding the bg level.